Event description:
A patient contacted global technical services (gts) regarding a high drain 106/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice (hc) during use, at power up. The initial drain volume was equal to 0ml, the last manual drain volume was equal to 2876ml, the last ultrafiltration (uf) volume was equal to 2239ml, the average dwell time was thirty five minutes, the fill volume was equal to 2500ml, and the last fill volume was equal to 2l. The home patient (hp) would use the same unit for the night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported alarm. The nurse stated that she was aware of the event. The nurse stated she saw the patient yesterday and they were doing fine. She stated that the patient has been able to continue therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the occurrence of an increased intra-peritoneal volume (iipv). The iipv was also confirmed via the sample evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. Based on the information gathered during baxter's investigation the root cause of the report was determined to be insufficient drain due to a false empty detect and one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.